Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Additional information received indicates that the patient was later doing great.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020 during which the ipg was repositioned to a higher spot.